Event description:
It was reported through patient clinic notes that the patient had two episodes of "bad" seizures that required him to use his vns magnet. Follow up with the nurse revealed that the patient's "bad" seizures were due to vns battery being low. She did not have the diagnostics results but company representative had performed diagnostics test to confirm the end of service status. Follow up with the company representative revealed that the replacement of the generator was prophylactic and it is not at end of service but it was nearing end of life and needs to be replaced. The device is functioning properly as of right now and not at end of life.